Event description:
It was reported to target that during the treatment of a vertebral fistula, the coil detached without current. The detached coil was removed with a snare and another coil was succesfully placed. This event did not cause any sequelae to the pt, who was reported in good condition after the procedure.